Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator console was selected for use. However, it was noted that the rotational speed display did not function. No patient involved.